Manufacturer narrative:
Vyaire file identification: (B)(4). Third party service technician was not able to duplicate customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Ventilator passed 103 hour extended tests at customer's settings. Ventilator passed initial final test and initial alarm volume test, which include alarm and ventilation functions. Third party service technician performed 3 year preventive maintenance. The unit passed all the tests and calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported volume was set to 500 and delivered 440 with loud crackling noises issue on the revel ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.